Event description:
It was reported that the gas sampling port was broken. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. One device was returned opened with the original package for evaluation. Visual inspection was performed confirming the customer's reported problem. Functional testing was not performed. The root cause of the issue was that upon observation, the base of the gas sampling port on the housing side of the product was found to be broken. This may be due to the supplier's manufacturing process or transportation. A request to the supplier (gvs) a detailed investigation was made. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.